Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025 the end-user reported that on (B)(6) 2025 they experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl. The end-user was found by a caregiver during the event, treated with oral carbohydrates, and later diagnosed by their healthcare provider with a rib fracture and head trauma. The end-user was not hospitalized, and no long-term complications were reported beyond the injuries sustained.